Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.1, 4.2, lab: ng, ng; date: (B)(6) 2010, inratio: ng, lab: 3.0; date: (B)(6) 2010, inratio: 4.7, lab: ng. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 4.1, 4.2. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.